Event description:
Information was received from patient representative regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient thinks that they do better when they are at group a with 7 as intensity. Caller mentioned that when they set it to 7 it will come back to 1. Caller mentioned it was not like that before. They are seeing a manufacturer representative (rep) for this issue. Agent reviewed information and redirected to healthcare provider (hcp) to assist with programming concerns.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.